Event description:
It was reported that the patient had tricuspid regurgitation and a perforation causing a pericardial effusion. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.